Event description:
During an internal service activity, the field service engineer (fse) identified c-00 and c-33 errors on the integrated electrosurgical unit (iesu). The caller tried rebooting the iesu several times with no change. The technical support engineer (tse) had the caller hard reboot the iesu with no change. The caller was unsure if the site had cases rescheduled. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The reported issue was confirmable using logs. Further inspection was able to confirm and replicate the reported event; unit tested on inhouse system and presented c-33, c-00 error on startup. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.